Event description:
Customer reported via phone, the insulin pump was not delivering the insulin and her blood glucose has been rising. Customer's blood glucose was 200 mg/dl and current was 300 mg/dl but yesterday it went over 400 mg/dl. Customer bloused seven different times. Troubleshooting was performed. The drive support cap was reported normal. No leaks or air bubbles were noted. Found the insulin was cloudy. Setting on the device had been recently changed by customer's doctor. Customer was unable to perform high pressure test, tubing clamp was sent. Customer was advised to call back when it arrived to call back to perform testing. Troubleshooting for low blood glucose of 51 mg/dl was performed and device passed displacement tested. Customer called back on 05/08/2015 and stated issues persisted. Blood glucose was 176 mg/dl. Customer will call back to perform high pressure test. Customer is not returning the device at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.